Event description:
It was reported that during an afib procedure, the patient suffered a pericardial effusion towards the end of the procedure. There was a drop in the patient's blood pressure at the time an ultrasound was performed. Pericardiocentesis was performed. There was no indication that any of the bwi equipment malfunctioned.

Manufacturer narrative:
Concomitant products used during the procedure: carto xp system model #: m-4700-01 1 serial #: (B)(4). Cool flow irrigation pump model #: m-5491-02 serial #: (B)(4). Stockert rf generator model #:m-5463-01 serial #: (B)(4). Lasso variable catheter (device was discarded by the customer/ not returned for investigation) model #: d-1237-01-s lot #.: unknown webster 10 pole catheter (device was discarded by the customer/ not returned for investigation) model #: d-1079-216-s lot #.: unknown acunav 8f-90 catheter (device was discarded by the customer/ not returned for investigation) model #: m-5723-09 lot #.: unknown (B)(4).